Event description:
The holster for the cautery pencil in the patewood minor procedure (164170-minor) are faulty. The plastic piece that bends in order to attach the holster to sterile field breaks off when bent resulting in inability to attach holster to drapes/mayo/sterile field. This is packaged in a medline pack. Lot number provided below is for the pack since there is no individual lot number or manufacturer name on the actual holster. Multiple incidents have occurred. The two lot numbers that were saved are all from minor packs (lot # 23bbe485 and 23cbd530) . Staff state that same issue occurs with the holster located in the fess (a53753-ent/fess) packs. When issue arose, email was sent to material manager and value analysis coordinator requesting the item be switched to a different bovie and holster. Reference reports: mw5117942, mw5117943.